Event description:
A malfunction was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The pump's screen was initially dark, but after being charged and reset with guidance from customer technical support, it began functioning again. The caller was advised to continue using the pump and to contact support if any further malfunction codes appeared.